Event description:
Received information in 09/2004 through gore's device tracking system indicating that this pt required non-surgical intervention due to a delayed type I endoleak. Original implant date of excluder bifurcated endoprosthesis was 2003.